Event description:
A malfunction was reported with the pump, as its screen went dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.